Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Subsequently, the customer went to the emergency room with an elevated blood glucose (bg) level of 550 mg/dl and ketones of an unspecified size. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the same day, with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.